Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was not voiding and they required a catheter. The caller asked how to check if therapy was on. The caller was able to connect to the ins and verify that therapy was on, program 4 was active, and the amplitude was 1.5ma. Patient called back on (B)(6) 2026 stating they were not voiding and the only way they can void was with a catheter. Patient said they eventually got to the point where they couldn't go anymore and now they have a terrible hemorrhoid. Reviewed how to increase stim. Patient was able to successfully increase stim to a comfortable level. The patient was redirected to their healthcare provider to further address the issue.